Manufacturer narrative:
Concomitant medical products: 3889-28 lead, implanted on (B)(4) 2016 ; 3058 ipg, implanted on (B)(6) 2016; 3037 programmer, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with mineralization at tip tissue interface causing gradual exit block. It was noted the right ventricular (rv) leads exhibited a slow rise in thresholds and impedance. One rv lead was partially explanted and the other rv lead was explanted and replaced. No patient complications have been reported as a result of this event.